Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with 300 units. The customer loaded a new cartridge onto the pump successfully. In addition, the customer reported that battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted 75% within one day. The customer's blood glucose level was 157 (mg/dl). Reportedly, after charging the pump to 100% the customer stated the battery issue was resolved. Reportedly the customer would continue to use the pump for insulin therapy.